Manufacturer narrative:
Additional contact information: direct: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable. It was reported that troubleshooting was unsuccessful. Per reporter therapy was interrupted. No adverse patient effects were reported. No additional information is available at this time.